Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the hemostatic valve wasn´t working properly. When they tried to position the delivery system, the valve pulls it back. After that, they used manta 18f and everything was ok.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device history record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following tavr procedure, a 14f ce manta was planned for closure in the left common femoral artery. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The valve would pull back. The entire 14f ce manta device and sheath were removed. The physician choose to open a new 18f ce manta closure device, deploying without complication; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.